Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was checked, and it was determined that the pump did not experience fast battery depletion on (B)(6) 2022. The issue was verified to be a power source alert on (B)(6) 2022. Low power alerts and alarms were observed to have announced at the time of the event. Medical device problem code 2885 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.